Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event. The cause of peritonitis was unknown. The patient was not hospitalized for the event. It was reported that one day before the diagnosis of the event, the patient was treated with vancomycin injection (1 gram, after 5 days, route was not reported) and fortum injection (1 gram, daily, route was not reported). Antibiotic treatment was ongoing. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.